Event description:
It was reported that the patients implantable pulse generator (ipg) was causing some discomfort. The patient underwent an implantable pulse generator (ipg) replacement procedure. No other information could be obtained.